Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "20 ml of fluid" found around implant during explant surgery and "persistent fluid formation in the capsule space" following explant; "histology shows bia-alcl" following capsule removal.

Event description:
Healthcare professional reported patient experienced left side "physical discomfort from hard implant" and underwent explant surgery, in which "20 ml of fluid" was found around the implant at the time of removal. The "breast capsule was left behind" as there was no clinical or histological suspicion of malignancy, and cytology was performed on the fluid which found "no convincing evidence of malignancy". Healthcare professional reported "persistent fluid formation in the capsule space of the left breast" and the patient underwent reoperation to have the entire prosthetic capsule removed. "The capsule is found thickened and calcified and containing a little thin liquid", and bia-alcl was diagnosed via histology. Pathological marker cd30+ has not been received. Pathological marker alk- was reported. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.6, b.7, h.6.

Event description:
Healthcare professional reported patient experienced left side "physical discomfort from hard implant" and underwent explant surgery, in which "20 ml of fluid" was found around the implant at the time of removal. The "breast capsule was left behind" as there was no clinical or histological suspicion of malignancy, and cytology was performed on the fluid which found "no convincing evidence of malignancy". Healthcare professional reported "persistent fluid formation in the capsule space of the left breast" and the patient underwent reoperation to have the entire prosthetic capsule removed. "The capsule is found thickened and calcified and containing a little thin liquid", and bia-alcl was diagnosed via histology. Pathological marker cd30+ has not been received. Pathological marker alk- was reported. Device has been explanted.